Event description:
The customer contacted physio-control to report that their device had powered off multiple times while attempting to obtain a 12-lead ECG on a patient. The patient, a 90 year-old male, was being monitored. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control examined the customer's device but was unable to duplicate the reported issue. Physio downloaded the electronic patient records from the event and confirmed that the device did power off multiple times during the event; however, the cause of the reported issue could not be determined. As a precaution, physio replaced the small keypad assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. (B)(4).